Manufacturer narrative:
At this time, the location of the device is unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The entire system was explanted to resolve the issue. No additional adverse patient effects were reported.